Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: brown particles on the shell, one opening curved on radius, underweight and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: broken striated on the radius and one striated opening on the radius. Based on the device analysis the final assessment is: striated broken due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive. One striated opening due to surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.